Event description:
Procedure type: unk. According to the reporter: introducer burst balloon when inserted prior to contact with patient. No patient injury was reported. No patient injury.

Manufacturer narrative:
(B) (4).